Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: 1008079/1008087, batch: 16740430; product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: 588229/588224, batch: 16600484; product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, serial: na, batch: 16666239/16480781.

Event description:
It was reported that the patient developed an abscess and infection at the ipg site. Patient experienced a discomfort. It was unknown what caused the infection. All components were explanted and discarded per hospital policy.